Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio also observed that the device displayed an "abnormal energy delivered" message during testing. Physio replaced the device's therapy pcb assembly and main keypad assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's service indicator is illuminated and there was an event code logged in the device's memory that is related to a potential failure of the device to deliver defibrillation energy. There was also event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device's service indicator is illuminated and there was an event code logged in the device's memory that is related to a potential failure of the device to deliver defibrillation energy. There was also event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted transistor, designator q8.